Event description:
It was reported by the clinical account specialist that during an atrial fibrillation case, a cyanotic event was noticed. The caller stated the blood pressure dropped and the patient coded. The caller stated the patient was transferred to intensive care unit for a cyanotic injury and possible death. The caller stated the patient coded during the procedure. The caller stated the event was noticed when the arterial line pressure had dropped. The caller stated cardiopulmonary resuscitation was performed on the patient for about 1 hour and 30 minutes. The caller stated the last known status of the patient was unstable. The caller stated a nuvision ice catheter (lot/catalog unknown) and a (B)(6) cs decapollar catheter (lot/catalog unknown) were used during the procedure. The caller stated the physician did not know what had caused the injury. The caller was unable to provide the lot and catalog numbers of the catheters used during the procedure. The caller stated pfa was applied with the farapulse generator. The caller stated 69 applications per pvi and posterior wall ablation was applied. The caller also stated the ice catheter was inserted in the body along with the farapulse system for pvi, the (B)(6) cs catheter and 3 other diagnostic quads. The caller stated transseptal was performed without incident. The caller stated the pvi and posterior wall ablation were performed without incident. The caller stated the patient was cardioverted and coded. The caller stated chest compressions were the performed for 2 hours as well as resuscitation attempt. The caller stated the time from coding was 1:30pm - 3:17pm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).